Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2014 with the following findings: a review of the pump¿s black box history showed that one power reboot had occurred on (B)(6) 2014 to clear an alarm. Visual inspection revealed that there was moisture behind the display lens. During testing, the pump powered on with audio tones, but the display was blank with no vibrations. The returned battery cap was not able to be secured to the pump. The battery compartment and battery cap threads were found to be damaged. A leak test was performed and a display lens leak was found. The pump case was removed and evidence of moisture contamination was found throughout the inside of the pump. The complaint of the pump losing power intermittently was not able to be adequately investigated due to the blank display and internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.